Event description:
A doctor of ophthalmology reported a vitrectomy probe did not work during a vitrectomy/retinal detachment procedure. When everything was already set up and the cassette had been primed, the doctor started the operation. The 23 g vitrectomy probe, included in a custom pak, was then entered into the patient's eye. Although, the doctor was pressing the footswitch, the probe did not work. A new pak was opened and the probe was replaced. The surgery was completed without any further issue.

Manufacturer narrative:
A sample was received at manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Manufacturer narrative:
Evaluation summary: the device history record (DHR) showed the product was released per specifications. One probe with cassette and manifolds was returned and visually inspected; no obvious defects or anomalies were observed. A block reader was then used to interrogate the rfid's programmed information, which was found to be correct for the build lot of the rfids. A system console representing the current software version was used to test the sample. When connected to the console the rfid tags illuminated green, verifying proper led recognition from both rfid connectors. The 5000cpm were displayed from the console monitor when connected. One cut rate was performed to verify response from the probe and actuation of the guillotine movement of the cutter. The probe and rfid connectors functioned per specifications. The root cause of the customer's complaint could not be established; the returned sample met specifications.